Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states chair stops randomly, no error. He stated he found brushes missing from right motor.